Manufacturer narrative:
System analysis/service repair by the distributor on 14sep2017: the reported error 211, 202 and 111 were determined to be the result of a faulty resonator. The resonator was replaced. The system was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during preparation of a procedure, with a patient present, error 111, 211 and 202 were observed. It was stated that an attempt was made to clear the error codes but error 111 persisted and the procedure was aborted. There was no patient complication. No injury reported.

Manufacturer narrative:
Service in the field was performed on september 14, 2017. The replaced resonator was received at the manufacturer on october 11, 2017. Product evaluation: the hps resonator (s/n: (B)(4)) evaluation was completed on october 11, 2017. It is unknown what the box in which the resonator was returned in looked like. There was no visual inspection of the returned resonator. It was noted that the diode (s/n: (B)(4)) and desiccant were replaced. The resonator had the power re-peaked and a new test report was completed. Probable root cause: based on the analysis report, the root cause was determined to be related to the diode and desiccant.

Manufacturer narrative:
As previously reported: service in the field was performed on september 14, 2017. The replaced hps resonator s/n: (B)(4) was received at the manufacturer on october 03, 2017. The resonator will be reworked in house.